Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech called in for help on 8300 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech is get error 571.6041 on 8300 unit which has to do with the sensor status missing when you try to run, will need to replace is the microstream disposable device, if that does not resolve error next to replace is the etco2 board on unit.. Tech thank me for my assist. Ref:_00d30y0yr._5000l1susde:ref